Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy.. It was reported that the patient(pt) mentioned previous ins was replaced, but not further information was provided regarding this statement (no allegation made against previous implant). Agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time.

Manufacturer narrative:
B2: catheterization, kidney infection, device replacement. Continuation of d10: product ID 978b128 lot# va29pub. Implanted: (B)(6) 2020, explanted: (B)(6) 2022. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have 4 incisions because they had to have one (ins) removed and another put in. Pt said they have a lot of scar tissue; they've had a lot of surgeries. Pt said their prior ins had been working good, it was supposed to last 5 years then about a year ago, they fell down the stairs, they think the wires were messed up. Pt said they noticed (B)(6) 2021 their kidneys were not working at all they had to start catheterizing, they had kidney infections, that's why they had to do the replacement. Pt said, when they got inside, they found pt has a bunch of scar tissue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29pub implanted:(B)(6) 2020, explanted: (B)(6) 2022. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient healthcare provider (hcp). It was reported that the patient's lead were not messed up after they fell; the hcp clarified the patient had s2 stimulation and pain at the battery site. The hcp also clarified that the patient's retention was a pre-existing condition and the device did not make the patient's symptoms worse. The hcp also reported that the patient doesn't have a kidney infection.